Event description:
The customer reported that at pt was burned in 2 small places, one of which was excised. This occurred during a procedure where the generator reportedly self-activated. The self-activation occurred because the generator was set up incorrectly by plugging the bipolar forceps into the monopolar jacks. The pt was grounded for a monopolar procedure.